Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2017, a field service engineer (fse) was dispatched to address the customer's reported issue. Fse confirmed the issue and observed the reagent and tip cover was not engaging to user input. Fse replaced the latch and the same issue occurred. Fse then reinstalled the original latch and replaced the s092 reagent cover opening /closing control sensor. The reagent cover functions properly as a result. Aia-900 instrument was functioning as intended. No further action required from field service. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 08-nov-2016 through 08-dec-2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual, under section 8: system operations: "during assays of analytes of 2-step reaction or needing pretreatment, do not keep the reagent and tip cover open for a long time. While the cover is open, if the time for dispensing a conjugate or pretreatment reagent comes, the assay is skipped and an sp flag is given without any concentration values and rate values." The most probable cause of the reported issue was due to a defective s092 detection sensor.

Event description:
On (B)(6) 2017 customer reported the reagent and tip cover (r/t cover) does not open and close properly on the aia-900 instrument. Customer is unable to run cardiac troponin I (ctnl 2) and creatine kinase mb isoenzyme (ck-mb). Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of ctnl 2 and ck-mb patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.